Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer's blood glucose was 238 mg/dl at the time the issue was reported. The customer stated that the insulin pump was exposed to sweat. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with button error alarm due to corroded keypad traces. The unit had cracked display window corner.